Event description:
Additional information received from a manufacturer representative indicated that the initial registration was not proceeded with as it was inaccurate. The registration process was repeated and the case was completed with the new registration.

Manufacturer narrative:
H2) additional information in sections a and b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during a revision case, the site had to take multiple spins and re-register the patient and after the site passed registration, the system was still inaccurate. The issue was resolved after the operating room staff tightened the reference frame. There was no impact to patient's outcome and surgical delay was reported as less than one-hour. Additional information received from a manufacturer representative indicated that the deviation was evident on initial anatomy check with navigation (3.5-10 millimeters) so they did not proceed. The surgeon had pointer on bone and it was showing all the way through the lamina.

Manufacturer narrative:
H6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.